Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. No compromised force sensor system alarms. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked. The motor passed motor test.

Event description:
It was reported that the customer had a compromised force sensor system alarm and a motor error alarm on the insulin pump. Customer's blood glucose level was 133 mg/dl. Customer stated that the drive support cap was sticking out and the pump keeps restarting. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer does not use the sensor feature on the pump. Customer was unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.